Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced an unspecified infection relating to the peritoneal dialysis tube. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection, coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the event was not reported. It was reported that medical intervention was required, but specific treatments, routes, dosages, frequencies, and durations of treatments were not reported. On an unreported date, peritoneal dialysis therapy was discontinued and the patient is currently on hemodialysis therapy. The patient was not recovered from the event. No additional information is available.